Event description:
I got breast lift with silicone implants in 2010 and two years after, my body changed. I felt fatigued, gained weight, pain in joints, constantly anxious and stressed, hair loss, not to mention loss of sensation in the nipples. I recently did a thyroid and adrenal glands lab study and suffer from both. I was very healthy before the operation.